Event description:
It was reported that the device had a cassette not detected error. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext. (B)(6). The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found multiple cassette not attached alarms. Visual, functional and occlusion tests were performed, and the unit alarmed upstream occlusion. It was found that the downstream occlusion (dso) sensor was the cause of the issue. The dso sensor was replaced and calibrated to fix the issue.